Manufacturer narrative:
Device evaluation summary: the reported inaccurate clotting time fault was not verified during service. The service technician could not replicate the issue, but they found dry blood in the heat block, the actrac was stopping, the heat block was opening between the set time and the tilt bar needed to be adjusted. The issues were resolved by cleaning the instrument and adjusting the tilt bar to range. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument was unable to be used due to an inaccurate clotting time fault. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.